Event description:
Related manufacturer reference number: 2017865-2023-38919, related manufacturer reference number: 2017865-2023-38920. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial lead was returned in two pieces for analysis. Visual inspection did not find any anomalies on the partial lead except for the damage consistent with that occurring at the time of the procedure. Electrical testing did not find any conductor fracture, but internal shorting was noted due to procedural damage.